Event description:
It was reported that on the table, the physician attempted to flush a talent captivia distal main thoracic stent graft in preparation for the endovascular treatment of a 6 cm in diameter aneurysm. The physician was unable to flush through the side port. The device seemed to be blocked however, the physician was able to flush through the back end of the device. The device was not used in the patient. There was no apparent kinking in device. Another talent captivia device was implanted successfully. The patient is fine. The device was returned and its evaluation has been completed. During evaluation, the device could not be flushed and no water flowed into the graft cover. The delivery system was broken down at the endseal/middle member junction and flushing was still not possible. The barbed adaptor and side port were unscrewed from the endseal. The side port flushed freely when detached from the endseal. The middle member was removed and then flushing was achieved. The potential cause may be due to lack of clearance between the middle member od and endseal assembly ID, but it is not confirmed. Flushed fine when the middle member was removed from the hypotube. A bulge in lumen at the flushing port gate appear to cause narrowing in lumen ID and seal lumen against middle member and cause inability to flush lumen. Narrowing might be caused by glue, side port tubing plastic adapter, overmolding of endseal over hypotube, which might cause insufficient clearance between the middle member od and endseal ID. The complaint was confirmed as the device could not be flushed. While the cause could not be conclusively determined, it is possible that insufficient clearance between the middle member od and end seal ID.

Manufacturer narrative:
(B)(4). This initial report is being filed to provide FDA a notice of retrospective filing of the field corrective action on 2013-sep-18 that was initiated on 2012-aug-30 for the inability to irrigate/flush the captivia delivery system. The fca consists of a notification to the customers outside of the united states. No us customers were affected as this issue does not present a risk to health posed by the device or remedy a violation of the act caused by the device which may present a risk to health.